Event description:
The customer reported a flo-gard infusion pump which experienced failure 74, interrupting an infusion of saline on an unknown patient in the medical surgery unit. The device had been running for 10 minutes when the failure 74 occurred. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.